Event description:
The plaintiff's attorney alleged that the patient experienced heart attack while on dialysis and subsequently expired, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
The product was not returned and lot or serial number is not available. The product is manufactured to meet the association for the advancement of medical instrumentation requirements using validated processes, and released based on a determination that the finished product meets those requirements. Product is not released if it does not meet requirements or is nonconforming. Complaint cannot be confirmed based on the current information. This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any additional information.